Manufacturer narrative:
Due to lack of data from the date of the event a specific root cause could not be determined. Examination of analzyer data produced after the event determined the issue no longer exists.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The field service representative checked the basic function of the module, probe washes, and adjustments. The adjustments were within specification and the system was functioning ok. Performance testing was done on (B)(4) 2013. Alarm traces from the day of the event showed a pre clean short error, so the field service representative verified the function of the needles and sensors. He also check the functioning of the pro cell and clean cell.

Manufacturer narrative:
The patients were not harmed due to the erroneous results.

Event description:
The customer alleged questionable results on 88 patient samples tested during an approximate one hour period for ca 125 ii - cancer antigen 125 (ca125), carcinoembryonic antigen (cea), total psa - total (free + complexed) psa - prostate-specific antigen (psa), free thyroxine (ft4), and thyrotropin (tsh). Of the 88 samples, 68 are reportable as a malfunction. The customer was asked for, but did not provide, information regarding any adverse events due to the erroneous results. The lot numbers of the reagents involved were: ca125: 168722, cea: 168451, psa: 169526, tsh: 171971. The customer was asked for, but did not provide, the expiration dates.